Event description:
Same case as # 2134265-2008-02484. It was reported that during a coronary stenting treatment procedure, a stent dislodgment and dissection occurred. The 100 percent stenosed lesion was located in a calcified and severely tortuous distal right coronary artery (rca). The lesion was predilated with a 2.0x12mm apex balloon. The lesion was dilated again with a 2.75mm non-bsc balloon. The physician noted that a dissection had occurred and opted to use a 2.75x20mm liberte' stent to treat the dissection; however, the stent delivery system (sds) caught on a calcified lesion in the proximal rca and was unable to cross. The sds was removed from the patient and it was discovered that the stent was no longer on the balloon. The stent had dislodged in the proximal rca. The dislodged stent was deployed with a 1.5x15mm apex balloon inflated for times to 14 atm's. A dissection occurred in the proximal rca. The dissection was treated by angioplasty with a 2.75mm non-bsc balloon. Blood flow was slow in the proximal rca, therefore thrombus aspiration was performed and an intra-aortic balloon pump was placed. The patient status was reported as "take a wait and see approach". It was later reported that the patient had a pacemaker implanted. No further patient complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.